Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully positioned the was in the laa of the patient. A non-boston scientific (bsc) pigtail catheter was then inserted through the was and into the left atrium. Transesophageal echocardiogram (tee) imaging showed that there was air bubbles present and ech showed the patient experienced an st segment elevation. No resuscitation and no medication was administered at this time. The physician removed the non-bsc pigtail and noted no air was in the was. A coronary angiography was performed, and air was seen in the right coronary artery. The air was successfully aspirated, and the st segment elevation resolved. The procedure was continued, and the physician inserted the same non-bsc pigtail catheter into the was. ECG showed that there was another st segment elevation and tee imaging showed air bubbles present. Aspiration was performed again removed the air from the patient. The non-bsc pigtail catheter was removed from the patient and a hole at the end of the device was noted. A new non-bsc pigtail catheter was then used to continue the procedure. The procedure was successfully completed with a closure device implanted in the laa of the patient. The patient did not experience any other complications during the procedure. Post procedure the patient was transferred to the intensive care unit (ICU) for observation. The physician kept the patient intubated in the ICU and a computed tomography (CT) scan of the patients head was performed. The CT imaging showed that the patient experienced a cerebral hemorrhage and cerebral edema. The patient did not recover from this event and the patient died ten (10) days post procedure.